Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving fentanyl at an unknown dose/concentration via an implantable pump for non-malignant pain. It was reported a change in therapy effect occurred. The patient got his pump refilled on (B)(6) 2016 and wanted to know where he could go to get the medication that was put into his pump tested. It was reported "something is wrong. I'm not going into it". It was also reported "today it's weird" and that the patient usually had 9 milligrams left over but on (B)(6) 2016, it looked like there was a lot more medication in the syringe than 9 milligrams. The reporter had no further details on the amounts. The patient had been throwing up ever since and was "not sure what he put in me". After it was reviewed the manufacturer did not have any recommendations for where medication could be tested other than redirecting to the patient's hcp, the patient planned to go to the emergency room (ER). The patient's hcp office was closed at the time of report. No interventions were mentioned. Further information was then received from the patient's managing hcp. It was reported when asked to clarify the issue being reported that the hcp was unsure what issue it ended up being. Pump interrogation showed it was working properly. The hcp "re-updated" the pump and gave the patient three doses of oral medications. 24 hours later the patient felt "ok" again. When asked if the vomiting was related to the refill of medication or an issue with the device, the hcp noted it may have been with the device. All else checked out fine. The hcp's concern was a medication error may have occurred at the pharmacy. In terms of diagnostics, the pump had been interrogated and an appropriate volume after the refill had been recorded. The hcp then accessed the reservoir and aspirated the appropriate volume. A pocket fill was ruled out. At the ER on (B)(6) 2016, the patient was given three oral doses of morphine and ondansetron intravenously. To the hcp's knowledge, there was no interruption in the update at the time of the refill. The re-update that the hcp did "may have" resolved the issue because the patient felt better shortly (24 hours) later as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.